Manufacturer narrative:
Follow-up #1: date of submission 08/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2014 with the following findings: there were no occlusion alarms observed in black box or alarm history. The force in black box appears normal. Daily insulin delivery totals correctly reflect user's programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. The force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24 hours with no occlusions occurring. The pump passed delivery accuracy test and found to be delivering within required specifications. An occlusion was induced and pump gives appropriate visual and audible "occlusion detected" alarm. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose up to 29 mmol/l with no symptoms related to an allegation that the pump failed to alarm for an occlusion. The reporter indicated that the pump alarm history, total daily dose, and suspend history found no issues and the basal program correctly matched the total daily dose. This report is made based on the allegation that the patient experienced hyperglycemia associated with an alleged failure to alarm for an occlusion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.